Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer determined the ise acrylic block was dirty between the pinch valve and reference electrode. The block and tubing were cleaned and adjusted. The ise pipettor seal was replaced. Ise calibration and controls were within range.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with ise indirect na for gen.2 on a cobas 4000 c (311) stand alone system. No incorrect values were reported outside of the laboratory. The repeat values were deemed to be correct. The first sample initially resulted with an na value of 153 mmol/l, which repeated as 139 mmol/l. The second sample initially resulted with an na value of 118 mmol/l, which repeated as 136 mmol/l. The na electrode lot number and expiration date were requested, but not provided.